Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 30, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.